Event description:
This is a report by a physician from (B)(6) of aseptic peritonitis in a (B)(6) male patient, coincident with extraneal viaflex therapy. On an unreported date, the patient began extraneal viaflex therapy, 2l intraperitoneally for peritoneal dialysis (pd). On (B)(6) 2012, the nurse reported that the patient experienced aseptic peritonitis. On (B)(6) 2012, the patient recovered from the event of aseptic peritonitis. The patient recovered from the event.

Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients are instructed to discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.